Event description:
Philips received a report from a customer that patient died during transport to ccu because system malfunctioned during case. Host pc failure during case.

Manufacturer narrative:
When investigation is completed, a follow up report will be sent to FDA.